Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt balloon burst after they connected the co2. It was a clean burst and no pieces needed retrieval from the pt. The replacement device was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection observed that balloon had burst and it had a large tear. Based upon these findings, the complaint of balloon burst is confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).